Event description:
It was reported that the patient underwent an initial hip procedure and subsequently, approximately 1-month post implantation, underwent a revision due to disassociation. The bearing and head were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 28mm i.d. 42mm o.d. Size e bearing item# 110031011 ;lot# 67365832. G7 osseoti 3 hole shell 52mm e item# 110010244; lot# 67400393. G7 dual mobility liner 42mm e item# 110024463; lot# 64755122. Femoral stem cementless collared standard offset 12/14 taper size 4 item# 574201040; lot# 3239570 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.